Manufacturer narrative:
On 16nov2018 additional medical information was received: on (B)(6) 2018, the patient (pt) was seen by the eye care provider (ecp) and diagnosed with a corneal ulcer os. The pt presented with eye pain; a culture was conducted; the va was not provided; the corneal ulcer was off pupil, at 9 o¿clock; contact lens wear was discontinued. (B)(6) 2018, the pt had a follow-up visit; the pain was reduced, ulcer pt was instructed to return to the clinic in 3 days. No additional medical information has been received. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2018 a call was received from a representative in an eye care provider¿s (ecp) office in (B)(6) who reported a patient (pt) seen on (B)(6) 2018 was diagnosed with a corneal ulcer os while wearing an unknown acuvue brand contact lens. The lens was reported as a ¿2-week type¿, the product was not purchased at the ecp, so the brand is unknown at this time. The pt discarded the blister package and carton of the suspect product. The pt had redness and discharge in the os. Contact lens wear was discontinued. The pt was prescribed tobracin eye drops (tobramycin), cravit eye drops (levofloxacin), and ecolicin ophthalmic ointment (erythromycin lactobionate). The treatment frequency and duration were not provided. On (B)(6) 2018 the pt returned for a follow-up (fu) visit, but the event had not resolved. A medical interview was requested for additional medical and product information. No additional information was provided. On 18sep2018 a call was placed to the reporting ecp¿s office and a medical interview was scheduled for (B)(6) 2018. On 27sep2018 a call was placed to the reporting ecp¿s office and the medical interview was rescheduled for (B)(6) 2018 as the ecp was unavailable. On 05oct2018 an email was received from the affiliate who reported the ecp did not have time for the medical interview on (B)(6) 2018. It was reported the ecp will send the medical information via mail. The affiliate will fu with the ecp next week if the medical information is not received by mail. No additional medical information was provided. The suspect lens was requested for return, but it has not been received. The lot number of the suspect product is unknown. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.